Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the device. There was no mention of patient harm or serious injury or medication intervention specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to return it for assessment and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.